Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter."

Event description:
It was reported that the doctor check and thought the lead was not in the correct spot. No symptoms, treatment, or outcome was reported.